Manufacturer narrative:
.

Event description:
It was reported that the vns patient's device showed a high impedance condition (impedance value >= 10,000 ohms) and ifi = yes during an office visit on (B)(6) 2015. Patient trauma is not believed to have caused or contributed to the event. No known surgical interventions have occurred to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: system diagnostics data was inadvertently not included in the initial mfg. Report. Evaluation codes, corrected data: methods code was inadvertently not included in the initial mfg. Report. Results code was incorrectly indicated in the initial mfg. Report and has been corrected.

Event description:
The patient underwent explant and replacement of the generator and lead on (B)(6) 2015. The lead was replaced due to lead discontinuity and the generator was replaced prophylactically with ifi = yes. Lead impedance with the new system was indicated to be ok. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.